Event description:
Information was received indicating that a smiths medical cadd administration set could not be vented and sometimes would have up to 300ml remaining in the infusion bag. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
One cadd administration set unit was received in decontaminated condition without its original packaging. The sample was visually inspected at 12" to 16" under normal conditions of illumination; no defects were observed. The unit was set for accuracy testing using a cadd pump legacy and a balance mettler toledo to look for unusual function. The unit passed the test; the complaint was unable to be confirmed or duplicated. There was no fault found with the returned sample.